Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Radial access was obtained. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. The physician advanced a 15mmx3.5mm maverick 2 balloon to dilate the lesion. The maverick 2 balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at an unknown atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Radial access was obtained. The 90% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. The physician advanced a 15mmx3.5mm maverick 2 balloon to dilate the lesion. The maverick 2 balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at an unknown atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a pinhole leak in the balloon material. The pinhole was located at the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).